Event description:
The event is reported as: "complaint alleges that the device is only giving an output of 85% oxygen. The unit was being used with an o2 concentrator and filled with distilled water. When tested with an analyzer at 21pm; the device was confirmed to still only give 85% oxygen output." No pt injury reported.

Manufacturer narrative:
At the present time, our manufacture or inspection process does not ask for an oxygen concentration test on the product code, therefore, the results for the leak and pressure relief tests of the latest batch of the product code were verified to see if it complies with our inspection criteria or if it shows a condition that can lead to the issue describe by the customer, the product on hand is according to our requirements. The device history record (DHR) has been reviewed looking for issues that can affect the performance of the device, the functional test applied to the product sample prior to it release (pressure and leak test) were successful. No corrective action can be established at this moment since the defective sample is not available for eval. In order to perform an investigation that can lead us to the root cause of the condition reported, it is necessary to evaluate the sample involved in this event. Customer complaint cannot be confirmed based only on the info provided, when the batch of the material reported was manufactured it was functionally inspected for leaks and a correct pressure relief on the valves, these tests were successful, the latest 3260 product manufactured also complies with this function tests.